Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. Based on the available information it is not possible to track down the reported device to a potentially used system. There is no indication about the used system in the provided information. Despite several requests for information to the reporter no additional information was made available. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient sustained a femur fracture and underwent revision surgery shortly after. The patient later experienced a refracture while walking, requiring an additional revision procedure. The patient also experienced a fall. The intramedullary rod remains implanted. The patient reports no current pain but noted a prolonged recovery period.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
It was reported that the patient sustained a femur fracture and underwent revision surgery shortly after. The patient later experienced a refracture while walking, requiring an additional revision procedure. The patient also experienced a fall. The intramedullary rod remains implanted. The patient reports no current pain but noted a prolonged recovery period.